Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they recently had a new pump and catheter put in on tuesday. The patient stated when they relocated to (B)(6) at the end of february, the patient's new healthcare provider (hcp) identified that the catheter was in the wrong spot and found that the connection between the catheter and pump was "bent". The patient stated the hcp was sending the pump back for analysis. The patient stated they were told by dr. (B)(6) office that the pump was "minimal dose" so the patient wasn't really getting therapy from the pump.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes were updated and corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that they saw the pump was damaged so they replaced that too in addition to the catheter replacement.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the catheter did not work as it should be since (B)(6) 2022. The set was programmed to minimum, and the catheter was bent ¿exactly over.¿ outcome: they have resolve back issue, but leg still was not cooperating as it once was. Action/intervention: the healthcare provider (hcp) moved the catheter to a more certain space where they would have the best impact. They had morphine withdrawal where the major leak was due to a pinched line in (B)(6) 2021. The original surgery was in (B)(6) 2021.